Event description:
It was reported that the charger for the ilet system was not functioning, as the charging pad failed to blink green twice when plugged into multiple outlets, indicating a failure to charge. No adverse clinical effects or symptoms reported during the event. Outcomes included no health impact beyond the need for replacement supplies and no alerts or alarms. Investigation included collection of complaint details and arrangement to retrieve the damaged charging pad for evaluation. Investigation of this case revealed a suspected malfunction of the charging pad component leading to a failure to initiate charging feedback. It was concluded, based on previously established findings for similar reports, that the cause was a device component malfunction of the charging pad.

Manufacturer narrative:
Initial.